Event description:
On 20 january 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) on an unspecified date over two years ago. It was reported that the physician fired an implant into the patient's bladder and ureter. It was further reported that the patient had two procedures to attempt to remove the implant and ultimately had a stent placed. The patient reported that he had undergone a turp procedure. No further information was provided.